Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized three times in the past three months due to extreme high blood glucose levels. The caller stated that they are starting to believe that the insulin pump is the problem. Later, the customer called back to report that her most recent hospitalization was on (B)(6) 2013 due to a high blood glucose of 747 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The tubing clamp was shipped to the customer. Nothing further was reported.